Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 137 events were reported for this quarter. Product return status: 1 device was received. 136 devices were evaluated based on historical data analysis. Additional information: 137 devices were not labeled for single-use. 137 devices were not reprocessed or reused.

Event description:
This report summarizes 137 malfunction events in which the device reportedly overheated. 116 events had the problem identified during a non-clinical procedure; there was no patient involvement. 4 events had the problem identified before clinical use/exposure; there was no patient involvement. 16 events had patient involvement: no patient impact. 1 event had insufficient information received.